Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement(s) dated 28jan2020. No further follow-up is planned. Evaluation summary: a female patient reported that her humapen (unknown device type) was not working well in (B)(6) or (B)(6) 2019. The patient also reported that the insulin cartridge did not have enough insulin (about 290 units instead of 300 units), that the injection was full of air, and she suspected she did not receive the dose. On an unknown date, the patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The insulin cartridge (batch unknown) was not returned for investigation. While it is unknown if the patient attempted to prime the device to remove air from the cartridge, the core instructions for use state to prime the device using two units before every injection until insulin is seen at the needle tip. The instructions also state that if you are still unable to see insulin flow from the needle, do not use the pen. There is evidence of improper use. The patient used the device with an alleged cartridge issue. It is unknown if this misuse is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by consumer via patient support program (psp), concerned a (B)(6) years old female patient of unknown origin. Medical history (complicating disease, allergic history, family medical history) included the blood pressure was high. Previous drug adverse reaction, family drug reaction and concomitant medication were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin70/30, 100u/ml) from cartridge via a reusable pen (humapen, unknown device), 24units twice daily (in morning and at night), subcutaneously for the treatment of diabetes mellitus, from (B)(6) 2019 or (B)(6) 2019. In (B)(6) 2019 or (B)(6) 2019 after starting human insulin isophane suspension 70%/human insulin 30% therapy, the humapen was not good to use, and felt that the humapen ((B)(4)/ lot number unknown) and the refill did not match and the amount of human insulin isophane suspension 70%/human insulin 30% was not enough, it did not have 300 units, only about 290 units ((B)(4)/ lot number unknown). At last, the injection was full of air, and she suspected that the injection was empty. So, she possibly did not receive the complete dose. It was noted that she continued to use the device with an alleged cartridge issue. In addition, her blood sugar was high, so she stopped injecting human insulin isophane suspension 70%/human insulin 30% according to the instructions of the doctor and changed to inject human insulin (novolin) for the treatment high blood sugar (dosage regimen was not provided). The time of stopping the medicine was not provided. On an unknown date, she was hospitalized due to high blood sugar and as of (B)(6) 2020, she had not been discharged. Information regarding corrective treatment, outcome for the events, hospitalisation details and status of human insulin was not provided. It was unknown that if insulin isophane suspension 70%/human insulin 30% would be restarted. The patient was the operator of the humapen (unknown device) and her training status was not provided. The humapen (unknown device) model duration of use and suspect humapen (unknown device) duration of use were not provided but the suspect humapen (unknown device) was started in (B)(6) 2019 or (B)(6) 2019. The action taken with the suspect humapen (unknown device) was not provided and it was not returned to the manufacturer. The reporting consumer did not provide a relatedness assessment for the events to human insulin isophane suspension 70%/human insulin 30% and human insulin therapies. The reporting consumer related the events to the humapen (unknown device) issue. Update 20-jan-2020: information received from affiliate on 14-jan-2020. Received only pc numbers, which were already processed. No medically significant information was added to the case. Update 28jan2020: additional information received on 28jan2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and (B)(6) (EU/(B)(6)) device information, improper use and storage from no to yes, and device return status to not returned to manufacturer for (B)(4) with unknown associated lot of a humapen (unknown device). Added device age. Corresponding fields and narrative updated accordingly.